Manufacturer narrative:
The products were not returned for analysis. The lot history record (lhr) review and similar complaint review were not performed because this complaint was based on a review article, and no device/lot information was provided. Based on the limited information provided, a cause for the reported heart failure/congestive heart failure and arrhythmia could not be determined. The reported hospitalization was a result of case-specific circumstances. Heart failure/congestive heart failure and arrhythmia are listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Date of event: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional deaths reported in the article are captured under a separate medwatch report number. Attachment: article titled, "short-term outcomes after mitraclip for the treatment of high-risk mitral regurgitation patients in real-world setting in japan."

Event description:
This is filed to report hospitalization due to heart failure and arrhythmia. This research article was a retrospective study designed to examine the short-term outcomes after mitraclip procedure and clarify the prognostic risk factors. Complications identified in the study included: cardiac death, re-admission due to heart failure and arrhythmia. In conclusion, the mitraclip procedure resulted in clinically meaningful improvements in mitral regurgitation severity and quality of life, with acceptable major adverse cardiovascular event (mace) rates for this high-risk subset, during short-term follow-up. Details are listed in the attached article titled, "short-term outcomes after mitraclip for the treatment of high-risk mitral regurgitation patients in real-world setting in japan".